Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was not requested for return for evaluation and repair. From the data assessment, it was identified that several significant disturbances were observed in the background levels of the analyzer, with less significant parallel impact on the baseline levels. One of these events occurred during run #1710, during which a potential leakage occurred and the observed false positive result. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190. (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from (B)(6) alleged that they received a potential false positive result for a patient¿s sample when tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas liat system (s/n (B)(4)). The customer reported that on (B)(6) 2021 run #1710 generated a sars-cov-2 positive and influenza a positive result. The patient¿s same sample was tested with the aptima sar cov-2 assay by a lab on (B)(6) 2021 that returned sars-cov-2 negative and influenza a negatives results. A newly collected sample was tested with the aptima sar cov-2 assay by the lab on (B)(6) 2021 that also returned sars-cov-2 negative and influenza a negatives results. There was no allegation of harm to the patient. The positive and negative results were reported out to the patient and/or personnel treating the patient.